Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred unspecified days after the sensor had been inserted to an unknown location. On (B)(6) 2023, the patient was riding four wheelers all day with his neighbors. He started to feel unwell and dehydrated throughout the day. No cgm/bg comparison values were reported earlier in the day, however, the patient stated he had his ¿insulin and everything¿ with him while with his neighbors. Additionally, it was not reported if the patient attempted to treat his bg levels earlier in the day or if any alarms or alerts occurred. He eventually came home and began experiencing increased thirst, dizziness, lightheadedness, and having trouble walking. He tested his bg via fingerstick, showing high mg/dl, and his cgm device was also reading high mg/dl. The patient¿s father then took him to the hospital for diabetes management that he was unable to treat at home. At the hospital, the patient¿s blood was drawn, and his bg level was found to be 1070 mg/dl. Before the technical support agent could gather more information about the event, the patient ended the call stating his doctor was calling him on the other line. Attempts to reach the patient back for further event details were unsuccessful. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.